Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6504914. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate therapy from their drg system. In turn, surgical intervention took place wherein the entire system was to be explanted. However, during the surgery, a portion of the l4 lead was left implanted (reference manufacturer number: 1627487-2025-04051). Explant date is unknown. Note: it is unknown which lead is related to this issue.